Manufacturer narrative:
Product event summary: at analysis it was noted that the atrial patient connector was broken, the display was scratched making the parameters difficult to read, the battery contacts were contaminated and the ring attachment cover was broken. The main board was calibrated, the battery contacts cleaned and the device was retested and passed all tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.